Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 6mmol/l. Customer stated the said alarm happened 2 times in one week. Customer insulin pump passed the high pressure test but pump will be replaced due to patient doesn't feel safe with it. Customer was advised to try different type of infusion set.